Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came for troubleshooting as the device was not working the night before. Intermittent function of the d-coil cable was found upon externals trouble shooting. According to the clinical engineer in charge, the intermittent function of d-coil cable was probably due to incorrect position of the cable (slightly rolled up). The position of the cable was corrected and no complaint received from patient after that. There was no redness or swelling observed at the implant site. Also, affected channels were noticed. However, no complaint regarding the hearing performance was reported during this session. Re-implantation surgery is scheduled for (B)(6).2022.

Event description:
The recipient came for troubleshooting as the device was not working the night before. Intermittent function of the d-coil cable was found upon externals trouble shooting. According to the clinical engineer in charge, the intermittent function of d-coil cable was probably due to incorrect position of the cable (slightly rolled up). The position of the cable was corrected and no complaint received from patient after that. There was no redness or swelling observed at the implant site. Also, affected channels were noticed. However, no complaint regarding the hearing performance was reported during this session. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.